Manufacturer narrative:
Product event summary: one controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An internal investigation was opened to evaluate these types of issues. The most likely root cause of the reported event is a communication error between the controller and the batteries, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2015- 01-31, UDI #: (B)(4), device available for evaluation: yes, return date: 2015-08-05, device evaluated by manufacturer: yes, mfg date: 2014- 01-31, labeleld for single use: no, (B)(4). Heartware ventricular assist system ¿ battery , battery / (B)(4) / model #: 1650de / expiration date: 2015-03-31 UDI #: (B)(4), device available for evaluation: yes, return date: 2015-08-05, device evaluated by manufactuerer: yes, mfg date: 2014-03-01, labeled for single use: no, h6: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by medical personnel that a patient experienced power disconnect alarms with a controller and two batteries. One controller and two batteries were exchanged. No patient complications have been reported as a result of this event.